Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with failure code 199. The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 199 was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The device has not previously been sent into service for the reported condition of failure code 199. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted. This device is a remediated colleague pump with a user interface module software version of 5.09.90.